Event description:
It was reported that left coronary artery obstruction occurred. Procedure summary: vascular access was obtained via a transfemoral approach. The patient had a large amount of calcium on the left native aortic valve leaflet. Balloon valvuloplasty(bav) was performed as per the directions for use. During deployment of the 23mm lotus edge valve, left coronary artery obstruction occurred. The lotus edge valve system was removed from the patient. Another prosthetic valve implant was not attempted. No further patient complications occurred and the patient was hemodynamically stable post procedure.